Event description:
Crews responded to a cardiac arrest call, defibrillation electrodes were attached to the pt and the device was powered on. Reportedly paddles lead could not be selected. ECG electrodes were attached to the pt and the crew determined the pt was in a pea rhythm with a very slow heart rate. An attempt was made to pace the pt, the device indicated connect cable and use of the device was inhibited. A back up device was obtained and care to the pt was continued. The pt was not resuscitated. The reporter stated the pt's outcome was not affected by device operation due to the availability of a back up device.